Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose levels were 454 mg/dl and 359 mg/dl. They also reported that the reservoir had air bubbles. They reported that when the compartment was opened the tank made bubbles. The reservoir will not be returned for analysis.